Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was exchanged for another lens model 2 months following the initial procedure. Clinical reason for explant was mentioned as lens not compatible with the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.6. Correction: upon further review, it has been determined that the medical device problem code submitted in the initial MDR should have been 2993 (a24) instead of 4006 (a0403), as there was no device deficiency reported. The manufacturer internal reference number is: (B)(4).